Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product returned for evaluation and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the 5.5mm revere pedicle screw 50mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction. Device two: 6.5mm revere pedicle screw 50mm, 6.5mm revere pedicle screw 50mm,model # 124.466, catalog # 124.466, lot# gmh027jf, (B)(6) 2011.

Event description:
Sales rep reported revision surgery took place on (B)(6) 2011 to remove two broken revere screws, and a 5.5mm curved rod, 65mm. Upon receipt and evaluation of the rod, it is determined the rod was intact and was not broken or damaged as initially reported. Initial surgery is believed to have occurred two (2) years prior. We have requested additional information regarding this incident, and will provide it if and when it becomes available.